Manufacturer narrative:
(B)(6).

Event description:
It was reported that t1 and t2 deployed at the same time. There was no significant delay or patient injury reported.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device returned. The complaint reported: ¿simultaneous deployment¿. T1, t2 and suture were not returned. The delivery needle tip has been flattened out. The device more resembles a straight needle. Even so, the actuator still cycles and retracts. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.